Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) with a programmer, a battery depletion (bd) message was observed. The local field representative contacted boston scientific technical services (ts) to inquire if a magnet could be placed over the device for an upcoming procedure with the presence of this message. It was reported that the patient had undergone several recent unrelated surgeries. Ts discussed that a magnet could be applied over the device, however, requested a copy of device memory for analysis to determine the cause of the bd message. The message was successfully cleared and no further bd messages were observed. No adverse patient effects were reported. This product remains implanted and in service.